Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that instrument locked on tissue and there was a spontaneous fire. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected unreported conditions not related to the reported condition: damaged housing, damaged infrared (ir) shield, and damaged internal electrical component. Functionally, the handle was disassembled, and it was noted there was damage to an internal electrical component, resulting in piezo failure. The product analysis noted evidence that the device was not used as intended. The housing damage, damaged ir shield, the damaged electrical components resulting in loss of piezo function can occur due to rough handling, such as the handle being dropped. Other unreported conditions not related to the reported condition were identified: abnormal handle display and open current interrupt device (cid). Functionally, the current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. An analysis of the data saved to the handle indicated that the cid opened off of the charger, which would have prevented the battery health algorithm from activating. The most likely cause for these additional conditions was component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition not related to the reported condition was identified: battery management system (vimr). The vimr bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#unknown); unk-sigadapt, unknown signia egia adapter (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracoscopic partial lung resection, in pulmonary parenchyma resection, the surgeon attempted to stop the firing intentionally; however, it fired until the end. Afterwards, the jaws of the device could not be opened. To resolve the issue, the tissue was released by a powered approach. There was no patient injury.